Event description:
Two 4 fr slim catheters were opened for use during a case. Both 4 fr catheters were from the same lot number. One kinked and one broke off out side of the body during the procedure. We then had to then go to a 5 fr system. There was no harm to the patient. No difficulty using the 5 fr system. The physician/staff believe the lot may be defective. All 4 fr catheters from this lot were pulled and will be returned to the manufacturer's rep.====================== manufacturer response for catheter, angio dynamics inc (per site reporter).====================== we are going to have the rep swap out the failed devices of this lot number for a new lot number. The rep has already swapped out the ones that failed.